Event description:
It is reported that the instrument broke while impacting.

Manufacturer narrative:
Evaluation: as returned, one of the t-slot jaws has fractured. The device has a potential field age of approximately 18 months. This failure was caused as the stress in the t-slot jaw exceeded material limits. Material was added to the rod shaft haw area so that a radius to the dovetail could be added. Device history records indicate all components were manufactured and inspected to specification.